Event description:
The customer called for help with the customer's meter. While troubleshooting, she performed control tests and received results of 27 and 60 mg/dl. The normal control range was 100-138 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation. The meter was replaced at the customer's insistence. A new contour meter kit was to the customer.